Event description:
The customer informed siemens on (B)(6) 2013 that during testing of an applicator (radiation firing muzzle) for stereotactic radiosurgery, it was noticed that the applicator was loose with a play of motion measuring at 1mm. Reportedly, in order to achieve the millimetric accuracy required for stereotactic radiosurgery a metallic frame is screwed into the pt's skull to avoid any target motion during treatment. Tolerance should not exceed the 0.3mm specification. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens investigation into the reported issue has revealed that the customer's testing technique allowed for the reported deviation. Siemens has provided the customer with correct instructions for testing. The customer reports that there have been no other or similar issues since the implementation of correct testing instructions. Therefore, no other corrective actions are necessary.